Event description:
(B)(4). It was reported that a safety segment fell off of a monitor and the yoke and monitor are hanging from cabling. This event occurred during the preparation of an operating room. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2010. Evaluation summary: this failure occurs when the safety collar is not in place over the keeper clip. The safety collar is held in place by a m3x8 machine screw. If this screw is missing, then it is possible for the safety collar to slide up the shaft of the spring arm, therefore, exposing the keeper clip. The keeper clip can then fall out if the monitor/yoke assembly is rotated. This is likely what occurred for this instance. It is unk how the m3 screw was not in place. The root cause is likely due to the user facility attempting to service the device and not replacing the m3 screw in its proper location. In this case, the safety segment and m3 screw were replaced. This type of malfunction poses a low risk to a user since the monitor would still be attached by cabling. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non conformance has been trended and a CAPA has been opened to investigate these types of failures. This is not a single use device.